Event description:
It was reported that this right ventricular (rv) lead has been showing an out-of-range (oor) shock lead impedance (sli). The last delivered shock was at implant. No noise has been observed at the shock electrogram and the trend has been consistent for the sli. A calcification on the right atrial coil was suspected. Programming options were considered around selected coils. A defibrillation threshold (dft) test was recommended after programming. If programming did not work, rv lead revision was recommended. Additional information was received mentioning that the patient had a ventricular fibrillation (vf) event where he received shocks. Cardiopulmonary resuscitation procedure was applied to the patient during shocks as a syncopal episode was reported. The patient was rescued on the fifth shock, but all shocks had oor sli. The patient presented through the emergency room and was admitted where he was in stable condition. He was seen by local electrophysiologists, and it was determined to replace the system on the right upgrading to a dual chamber system on the left. Upon interrogation of the device prior to his revision the device exhibited a 1005 code due to the high impedance. A new system was implanted on the left and dft testing was performed, the device was removed from the right and the lead was capped and left in place. New medicines were started, and the patient was observed for a few days to exclude any adverse reactions. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing an out-of-range shock lead impedance (sli). The last delivered shock was at implant. No noise has been observed at the shock electrogram and the trend has been consistent for the sli. A calcification on the right atrial coil was suspected. Programming options were considered around selected coils. A defibrillation threshold (dft) test was recommended after programming. If programming did not work, rv lead revision was recommended. The rv lead remains in service. No adverse patient effects were reported.